Event description:
Primary surgery was performed on (B)(6) 2014. The patient reported pain and loss of range of function in his right shoulder over time; no trauma reported. The surgeon noted that "if available, this patient would have been an ideal candidate for a wedge glenoid of bone grafting with a long peg glenoid". During revision surgery ((B)(6) 2015), surgeon noted posterior wear on glenoid liner. On exposing the glenoid, the liner was in position but "loose". Surgeon converted to smr reverse. The event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (201212510) did not show any anomaly on the 54 l1 poly liners manufactured with this lot #. No other complaint was received on this specific lot #. The only x-rays available (taken on an unknown date before the revision) underwent a medical evaluation; according to the evaluation of the x-ray in the antero-posterior direction, the metal back (and consequently the liner) were implanted "too low" with regards to the glenoid bone, indicating a suboptimal implant positioning which has caused an eccentric load on the superior part of the liner by the humeral head, and may have consequently caused an abnormal poly wear on the superior part of the liner. We don't have enough info to ascertain if the "posterior wear on glenoid liner" noticed by the surgeon during the revision could be due to the eccentrical position of the liner with regards to the humeral head also in the medio-lateral direction. No further information (e.g. Explants or photos of them, other x-rays) is available, therefore, we cannot perform a deeper investigation. This is the 3rd case reported of revision due to wear of a l1 poly liner (model # 1377.50.0xx), (B)(4). No corrective actions have been planned. Limacorporate will keep monitored the market. Not returned.